Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The alarm log review was performed and no issues were noted. Visual inspection was performed and noted a damaged power cord. The cause was undetermined. To address this issue, the power cord was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No patient involved. No additional information is available.